Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and an error code related to the charging of the internal battery were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues.